Event description:
Implant date: 1992. Post operative exam revealed a pseudoarthrosis. Revision surgery on 1993 to replace implants and repair fusion. Post operative x-rays taken 6/17/1994, again revealed a pseudoarthrosis.